Event description:
It was reported that at the pt's previous refill in (B)(6) 2010, the pt's concentration was changed. The previous concentration was 40 mg/ml and the new concentration is 10 mg/ml. Dose per day 5.496 mg/day. The drug in the pump at the time of the event was dilaudid. It was reported that the pt experienced an overdose at that refill. The pt had to go to the clinic with chills, diarrhea, and nausea. It was not known why there was an overdose. At the refill on (B)(6) 2011, the doctor double checked their bridge programming to confirm accuracy. Additional info has been requested; a f/u report will be submitted if additional info becomes available.

Manufacturer narrative:
(B)(4).